Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact and in good condition. An inoperable air detector was identified; the air detector was replaced. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that alarming air in line occurred. No patient was involved.